Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an out of box failure: system fault - 41786.the device is returning for investigation and a replacement was requested. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Visual inspection showed the device was in good condition. Functional testing confirmed the reported issue. The cause of the system fault was not able to be determined. The service history review had no indication that the complaint was related to a service of the device within the review period. As the cause of the issue was unknown, no repairs were noted.